Event description:
It was reported that the pump delivered less insulin than requested for a bolus. Troubleshooting with tandem clinical support could not confirm the reported issue; however customer maintained that the pump was not functioning properly. There was no adverse impact to the customer's blood glucose (bg) level. A replacement pump was sent to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.